Manufacturer narrative:
Quality assurance confirmed with the pt that no fire had occurred. Evaluation of the risk to users associated with fire hazard included an assessment of the effectiveness in the device's design in mitigating this hazard. The device's housing, made of non-flammable materials conforming to ul94-v-0 and iec 60601-1 standards, was effective in containing and resisting any substantial thermal involvement associated with the device's pca failure. The continuous positive airway pressure (CPAP) device is cleared for an intended to treat obstructive sleep apnea in spontaneously breathing patients weighing more than (B)(6). The loss of CPAP therapy does not represent a significant risk of harm to the intended user population. Complaint records for the affected device were reviewed to determine if the issue identified in this report had previously occurred and resulted in an adverse event. The complaint records reviewed were recorded from (B)(4) 2006 (the date the affected device was released for distribution) to (B)(4) 2010. The review determined that the manufacturer has received no reports or allegations of adverse events associated the hazard of fire. Based on the investigation and these findings, the manufacturer concludes that no further action is appropriate. Method: review complaint history and design.

Event description:
A durable medical equipment (dme) supplier contacted the manufacturer and reported that a pt believed that an m-series continuous positive airway pressure (CPAP) device and heated humidifier system had caused thermal damage to a plastic nightstand. The pt reported that the device had melted through a shelf of the plastic nightstand and fallen onto the shelf below. The pt also reported that the circuit breaker for the outlet where the device was plugged had opened. There was no pt harm associated with the incident. The complainant indicated that the device was discarded and is not available for evaluation. The manufacturer cannot confirm the allegation that a failure of the device caused the reported thermal damage to the plastic nightstand.